Event description:
It was reported that the customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the infusion set and use manual injections per md protocol. It was reported when the infusion set was removed the cannula was bent. The customer has an ear infection.